Event description:
The biomedical engineer (bme) stated that they were expecting arrhythmia alarms on the central nurse's station (cns) but there were none. Arrhythmia recall shows no alarms were generated. The issue is intermittent. Details about alarm settings and arrhythmia data is currently available. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) stated that they were expecting arrhythmia alarms on the central nurse's station (cns) but there were none. Arrhythmia recall shows no alarms were generated. The issue is intermittent. Details about alarm settings and arrhythmia data is currently available. No patient harm was reported. Investigation conclusion: service history for pu-621ra s/n (B)(6) shows the following relevant incident(s): (B)(4)reported on 6/12/2018 asking assistance with changing arrhythmia alarm settings. The current missed arrhythmia alarm is an isolated incident. Service history for this customer shows the follow relevant incident(s) for pu-621ra: (B)(4) reported on 6/12/2018 asking assistance with changing arrhythmia alarm settings. The current missed arrhythmia alarm is an isolated incident. On 10/01/2020, customer responded to information request by stating: "the problem was with a cns-6201 s/n (B)(6) and some zm-530pa transmitters s/n (B)(6). I'm not really worried about this anymore, since I swapped around patients to other transmitters on a different cns to keep monitoring them." There is sufficient information to determine the root cause of the reported event. Particularly, there is no ECG waveform and/or alarm settings available to determine what had occurred. There is no indication of the device malfunction. Due to no indication of a malfunction, and due to insufficient information to determine the root cause, further action is not warranted. Additional device information: d10: concomitant medical device: the following devices were being used in conjunction with the cns. Telemetry transmitter zm-530pa sn (B)(6). Zm-530pa sn (B)(6). Zm-530pa sn (B)(6). Zm-530pa sn (B)(6). Zm-530pa sn (B)(6). Zm-530pa sn (B)(6). Zm-530pa sn (B)(6). Zm-530pa sn (B)(6). Zm-530pa sn (B)(6). Zm-530pa sn (B)(6). Zm-530pa sn (B)(6). Zm-530pa sn (B)(6). Zm-530pa sn (B)(6). Zm-530pa sn (B)(6). Zm-530pa sn (B)(6).

Manufacturer narrative:
The biomedical engineer (bme) stated that they were expecting arrhythmia alarms on the central nurse's station (cns) but there were none. Arrhythmia recall shows no alarms were generated. The issue is intermittent. Details about alarm settings and arrhythmia data is currently available. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following devices were being used in conjunction with the cns. Telemetry transmitter zm-530pa sn (B)(4), zm-530pa sn (B)(4), zm-530pa sn (B)(4), zm-530pa sn (B)(4), zm-530pa sn (B)(4), zm-530pa sn (B)(4), zm-530pa sn (B)(4), zm-530pa sn (B)(4), zm-530pa sn (B)(4), zm-530pa sn (B)(4), zm-530pa sn (B)(4), zm-530pa sn (B)(4), zm-530pa sn (B)(4), zm-530pa sn (B)(4), zm-530pa sn (B)(4).

Event description:
The biomedical engineer (bme) stated that they were expecting arrhythmia alarms on the central nurse's station (cns) but there were none. Arrhythmia recall shows no alarms were generated. The issue is intermittent. Details about alarm settings and arrhythmia data is currently available. No patient harm was reported.